Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements of greater than 2500 ohms and undersensing. A surgical revision was performed and the lead was surgically abandoned. The lead was not tested via the pacing system analyzer (psa) during the revision. No additional adverse patient effects were reported.